Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending artery. A 3.5 x 19 graftmaster was advanced to the lesion; however, it could not cross. A 3.5 x 19 mm and 3.5 x 16 mm graftmasters were successfully used to seal the perforation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.